Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the deployer does not show structural anomalies, the handle cover was not returned for evaluation. Also, the anchor was returned attached to the suture, the anchor was broken and the fragments were still attached to the suture; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 182l077, and no non-conformances related to the reported complaint condition were identified. The possible root cause can be associated with off axis insertion and levering during insertion. However, it cannot be conclusively affirmed. As per IFU: axial misalignment or levering with the anchor upon insertion may result in anchor fracture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the anchor is broken, the broken pieces are still attached in the suture. The shaft appear to be in a normal condition. No structural anomalies could be identified in the suture as well as the inserter. A manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; axial misalignment may occurred and consequently the anchor breakage. As per IFU 109363: axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the anchor is broken, the broken pieces are still attached in the suture. The shaft appear to be in a normal condition. No structural anomalies could be identified in the suture as well as the inserter. A manufacturing record evaluation was performed for the finished device 182l077 number, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; axial misalignment may occurred and consequently the anchor breakage. As per IFU: axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the healthcare professional in china that during a hip joint ligament repair procedure on (B)(6)2023, it was observed that the anchor on the gryphon p br ds anchor w/orthocord device was broken off, then removed all the broken parts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.